Event description:
It was reported the patient has been without stimulation for 2 months. Also, since being without stimulation the patient has not charged her ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated the patient's ipg is inoperable. However, due to the patient not charging her ipg, the physician declined to explant and replace the ipg.